Event description:
It was reported that an ilet device did not deliver insulin and no alert was generated, with the user noting an insulin blockage and subsequent hyperglycemia; troubleshooting and education were completed, and the event cause remained unclear. Symptoms included elevated blood glucose. Outcomes included no reported long-term impairment. Investigation included a review of the complaint details and user-reported troubleshooting. Investigation of this case revealed no confirmed device alarms and an undetermined cause for the interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.